Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that the pump had lost power after being exposed to water. The reporter noted evidence of moisture in the battery compartment and behind the display screen. There was reportedly no damage to the pump or battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/01/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visible moisture was observed behind the display lens. There was no moisture in the battery compartment. During testing, the pump did not power on. The pump failed a leak test due to a crack between the display lens and the case seal. The pump was opened and internal moisture damage was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.